Event description:
Additional information was received that the field representative was able to discuss the case further with the physician. Upon discussion, the physician stated that the header on the device was not loosened during the removal of the rv lead, but observed as soon as he cut down into the pocket. No adverse patient effects were reported.

Event description:
Boston scientific received information that during an office visit it was noted that the device was at elective replacement indicator (eri) and field representative was unable to obtain an impedance value for the right atrial (ra) lead. After repeating the test, a ra lead impedance value was successfully obtained. A change out procedure for eri was performed later that day. During the procedure, when the physician was removing the right ventricular (rv) lead from the rv port, the device's header came loose. The physician noted that the connector block was able to be moved from left to right on the device. A new device was successfully implanted with the chronic rv and right atrial (ra) leads. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted the header was partially loosened from the case of the device, with the feed through wires still intact. Microscopic visual inspection of the lead barrels revealed no irregularities. Numerous cautery burn marks were noted on the front case of the device. All set screws were found to move freely in both clockwise and counter clockwise directions and all seal plugs were found to be intact and undamaged. Analysis of the device memory noted no resets in the reset counter and that the device did declare elective replacement time (ert) prior to explant. A longevity calculation confirmed that the device had exceeded nominal expected longevity. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. High powered microscopic visual inspection of the header and the case of the device revealed an adequate amount of medical adhesive present at the damaged site. Analysis did confirm the loose header observation but concluded that the damage to the device was induced during the explant procedure.

Manufacturer narrative:
Further review of the analysis was performed. The original conclusion that the damage to the header was induced during the explant procedure was based upon tool marks found on the device's header during visual inspection and the statement from the field stating that the header came loose during rv lead removal. Additional review of the analysis revealed that it is possible that the header became loosened from the device prior to that time, as it is difficult to determine the amount of force exerted upon the device during the explant procedure. The exact cause of the loose header could not be determined.